Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product weckvista access balloon port 12mmx70mm, lot# 73f1900217 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon ruptured during a laparoscopic cholecystectomy. Therefore, the device was removed and replaced with a new one to complete the operation. Nothing fell/remained in the patient.

Event description:
It was reported that the balloon ruptured during a laparoscopic cholecystectomy. Therefore, the device was removed and replaced with a new one to complete the operation. Nothing fell/remained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 412944 weckvista access balloon port 12mmx70mm for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed scrape marks on the balloon. Functional inspection was performed to attempt to inflate and deflate the balloon on the returned sample. A lab inventory syringe was filled with air. Then the syringe was connected to the check valve. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect the leak sources. Upon injection, the sample leaked from holes in the balloon. It appears that the balloon was cut. The balloon ports are 100% inspected for proper inflation at the time of assembly. It is unlikely that this type of damage was present at the time of assembly. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." "To prevent damage, care should be taken not to allow the device to fall into the sterile field." "Insertion and removal of instruments through the cannula should be done carefully to prevent unintentional damage to the internal seals, which may compromise insufflation." A corrective action is not required at this time as it appears that unintentional user error caused or contributed to this event. It appears that the balloon was cut which prevented it from properly inflating. The reported complaint of "balloon ruptured during use" was confirmed based upon the sample received. The returned sample was found to have holes in the balloon which prevented it from being able to stay inflated. It appears that the balloon was cut. All balloon ports are 100% inspected for inflation during the inspection process. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Based upon the damage observed, unintentional user error caused or contributed to this event.